Event description:
This pt had a successful experiene with their cochlear implant for ten years before reporting problems hearing. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Most of their electrodes gave no response or no loudness growth. Reprogramming and mapping only left the pt seven active elelectrodes. Therefore, explantation and reimplantation was decided upon by their health care team. Explantation/reimplantation surgery was successfully completed in 2005.